Event description:
It was reported that prior to the implant, the physician was "exercising" the lead as recommended and the helix would not extend. As the turning tool was released it would spin as if under torque but after multiple attempts with an increasing number of turns (>20) the helix never extended. The lead was never implanted. A new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary- the full lead was returned in segments. Analysis was performed and no anomalies were found.